Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a patient suffering a subarachnoid hemorrhage after a procedure in which a pipeline device was placed. The patient was treated for an unruptured saccular aneurysm of the left cavernous interior carotid artery. The aneurysm max diameter was 20mm and the neck diameter was 10mm. Vessel tortuosity was normal. It was reported that during the procedure the pipeline device was delivered accurately to the intended location. The device was well apposed to the vessel walls and there was some contrast stagnation visible in the final angio visualizations. Seven hours after the procedure, the patient experienced neurological deterioration including dense right side hemiplegia and expressive dysphasia. Subarachnoid hemorrhage was confirmed.

Manufacturer narrative:
Updated the following section: a1: pateint initials b2: patient status b5: additional event details h6: patient code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received additional information: the patient was reported as deceased. The death occurred on (B)(6) 2020. To protect against further subarachnoid hemorrhage (sah), on (B)(6) (the day after the case) vessel sacrifice of the internal carotid was performed by coiling and occluding the internal carotid artery (ica) segment containing the pipeline flex with shield implant. Unfortunately, the patient never recovered.